Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. A root cause could not be determined. All information reasonably known as of 18 feb 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿the event did not occur due to a failure of the product, so I do not have a sequestered item. However, we had a product recommendation based on the event. The event involved the patient going to MRI with the stylet still in place. Thankfully the MRI tech immediately noticed the tube was responding to the magnet and removed the patient from the MRI suite. In reviewing the event is was difficult for all the staff involved to identify the stylet was still in place due to the cap of the stylet being the same color as the other cap closures. Our recommendation is to consider making the stylet cap a different color to clearly indicate that it is not the same as the other closure caps.¿ no injury or medical interventions reported.